Manufacturer narrative:
Pr 10295951 follow up. A device history record review was completed by our quality engineer team for provided material number 306594 and lot number 3206761. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. At 11:10 on (B)(6) 2024, when a nurse from the respiratory department of our hospital used a prefilled catheter irrigator to flush intravenous infusion catheters for patients, she found that the irrigator in the product packaging bag lacked a sealing cap and could not be used normally. The device was discarded and immediately replaced with a new prefilled catheter irrigator for continued use. It did not have any adverse effects on the patient, and a medical device adverse event was later reported.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
At 11:10 on (B)(6) 2024, when a nurse from the respiratory department of our hospital used a prefilled catheter irrigator to flush intravenous infusion catheters for patients, she found that the irrigator in the product packaging bag lacked a sealing cap and could not be used normally. The device was discarded and immediately replaced with a new prefilled catheter irrigator for continued use. It did not have any adverse effects on the patient, and a medical device adverse event was later reported.